Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 on a home choice (hc) machine during initial drain. The baxter technical service representative (tsr) had the home patient (hp), cycle the power to clear the error. The tsr then explained that a large amount of air had entered into the disposable set and initiated a swap of the hc. The hp stated that this had been recurring every night. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause could not be determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).